Event description:
Patient reported that 4 v-go's out of the same box the needle button released on its own after an hour of wearing the v-go. Patient will be returning one v-go out of the four.

Manufacturer narrative:
The device was returned and evaulated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #049312-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.